Event description:
It was reported that the patient's left supra-orbital and right supra-orbital leads had migrated. The left supra-orbital lead had also eroded through the back of the head. Surgical intervention was undertaken on (B)(6) 2025, and the left supra-orbital lead was explanted and replaced, and the right supra-orbital lead was repositioned.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.